Event description:
The pt experienced a loss of therapeutic effect and intermittent stimulation. It was reported that she uses a power lift chair due to a pre-existing medical condition. It was also noted that when the pt takes her water pills that the device cannot keep up until 4-6 hours later. The pt was at home in fair condition. Further info is being requested from the healthcare professional.

Manufacturer narrative:
(B) (4).